Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the g5 mobile application was not sounding the low audio alert. No additional patient or event information is available. Data was provided for evaluation. The reported no audio alert was confirmed via data. The root cause was determined to be patient misuse/error. The smart device was placed on mute.